Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Review of the AED's internal log files was conducted to evaluate the customer's report of a depleted battery pack serial number (B)(6). Analysis of the device log files showed that when installed the battery had appropriate voltage and showed no signs of depletion. Troubleshooting with the customer determined that after installation of a new battery, the AED operated as designed and can stay in service. The reported issue could not be confirmed, and a root cause could not be determined.